Event description:
The info received from a journal article indicated that 72 days after a (B) (6) female pt was treated with an optease filter, aggressive techniques for retrieving the filter was used due to filter adherent from tilting and chronic implantation. A single-center retrospective review was performed on all pts who underwent attempted filter retrieval from (B) (6) 2007 through (B) (6) 2008. Pts were included in the study if they had an adherent filter, refractory to standard retrieval techniques, and underwent high-risk retrieval after procedural risks were deemed lower than risks of long-term filter implantation. High-risk retrieval with use of the modified snare-over-guide wire loop technique was effective in applying substantial traction while exerting counter-tension on the sheath to dissect the filter free in one optease filter. Upsizing from a 10- to 14-f sheath was required during the case to permit sheathing of the device.

Manufacturer narrative:
The product is not available for evaluation. Add'l info will be submitted within 30 days from receipt.